Event description:
Per clinical review: this complaint involved a perfusion tubing pack and the cardioplegia tubing within it that had tubing at the y connection come apart during cardiopulmonary bypass. The cardioplegia tubing was replaced with a new cardioplegia tubing set. There was a blood loss of 100 milliliter (ml) and a delay to change out the tubing. There was no harm to the patient, and the surgery was successfully completed.

Manufacturer narrative:
Updated blocks: b5, h3 & h6. The reported complaint was confirmed. During further investigation of the photo provided, and the sample returned, the most likely root cause of the reported issue was determined to be due to a manual assembly error where insufficient solvent was applied to the y connector and tubing connection on line 14, resulting in a disconnection. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the 'y' connector closest to the cp50 inlet came apart. As a result, an alternate device was employed. There was a 10-minute delay. There was a 100 cubic-centimeter (cc) blood loss. There were no adverse consequences to the patient.